Event description:
It was alleged by the pt's attorney, "as a result of having the products implanted, the pt has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity."

Manufacturer narrative:
No sample was returned to the manufacturer for evaluation. A review of the device history record does not indicate any issues that could have caused or contributed to the reported event. The instructions for use states "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, as a result of having the product implanted, the patient experienced pelvic relaxation, mesh erosion, stress urinary incontinence, urinary tract infections, fecal incontinence, vaginal feces, vaginal bleeding, rectovaginal fistula, and incapability of participating in sexual activity requiring surgical interventions and depression.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected explant date. (B)(4).

Event description:
Per additional information received, the patient has experienced vaginal bleeding, the inability to sit on a hard chair for a long time, delayed bladder emptying, vaginal chaffing, depression, apex compartment mesh exposure, anterior compartment friability/mesh exposure, posterior compartment mesh exposure, a rectal polyp, a sigmoid polyp, small internal hemorrhoids, tubular adenoma of the sigmoid colon, fecal incontinence, vaginal feces, an external sphincter defect, delayed pudendal nerves, the inability to participate in sexual activity, the recurrence of mesh erosion, stress incontinence, irritable bowel disease, rectovaginal fistula requiring repair, sphincteroplasty, the removal of mesh, and a levator-plasty on (B)(6) 2009, bloody vaginal discharge, vaginal odor, buttock pain, delayed vaginal healing requiring a silver nitrate application on (B)(6) 2009, mesh extrusion requiring an in-office mesh trimming on (B)(6) 2009, and rectal pain.